Event description:
The customer reported an axsym bhcg result of 0 mlu/ml on a pt. The physician had scheduled a surgical intervention for extrauterine pregnancy which was cancelled following the result. The pt had a scan which showed pregnancy. The sample was retested yielding an axsym result of 184 mlu/ml. No injury was reported.